Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had two stored non-sustained ventricular episodes containing right ventricular (rv) lead noise. Technical services (ts) analyzed device episode data and found that there was oversensing of the noise resulting in greater than two seconds of asystole during each episode. There were also high out of range pacing impedance measurements greater than 3000 ohms on both rv and right atrial (ra) leads. Both leads were not manufactured by boston scientific. Ts recommended lead testing and x-ray. Patient was brought into clinic for evaluation including isometrics which recreated the noise. Device was reprogrammed then patient was referred for extraction. No additional adverse patient effects were reported. Currently, this crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had two stored non-sustained ventricular episodes containing right ventricular (rv) lead noise. Technical services (ts) analyzed device episode data and found that there was oversensing of the noise resulting in greater than two seconds of asystole during each episode. There were also high out of range pacing impedance measurements greater than 3000 ohms on both rv and right atrial (ra) leads. Both leads were not manufactured by boston scientific. Ts recommended lead testing and x-ray. Patient was brought into clinic for evaluation including isometrics which recreated the noise. Device was reprogrammed then patient was referred for extraction. No additional adverse patient effects were reported. Currently, this crt-d remains in service. According to additional information, this crt-d was explanted at scheduled generator change out for normal battery depletion (nbd). A new crt-d was successfully placed. This product has been received by boston scientific and investigation will be performed. No adverse patient effects were reported outside of replacement procedure.

Manufacturer narrative:
The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had two stored non-sustained ventricular episodes containing right ventricular (rv) lead noise. Technical services (ts) analyzed device episode data and found that there was oversensing of the noise resulting in greater than two seconds of asystole during each episode. There were also high out of range pacing impedance measurements greater than 3000 ohms on both rv and right atrial (ra) leads. Both leads were not manufactured by boston scientific. Ts recommended lead testing and x-ray. Patient was brought into clinic for evaluation including isometrics which recreated the noise. Device was reprogrammed then patient was referred for extraction. No additional adverse patient effects were reported. Currently, this crt-d remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. According to additional information, this crt-d was explanted at scheduled generator change out for normal battery depletion (nbd). A new crt-d was successfully placed. This product has been received by boston scientific and investigation will be performed. No adverse patient effects were reported outside of replacement procedure.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had two stored non-sustained ventricular episodes containing right ventricular (rv) lead noise. Technical services (ts) analyzed device episode data and found that there was oversensing of the noise resulting in greater than two seconds of asystole during each episode. There were also high out of range pacing impedance measurements greater than 3000 ohms on both rv and right atrial (ra) leads. Both leads were not manufactured by boston scientific. Ts recommended lead testing and x-ray. Patient was brought into clinic for evaluation including isometrics which recreated the noise. Device was reprogrammed then patient was referred for extraction. No additional adverse patient effects were reported. Currently, this crt-d remains in service.